Event description:
It was reported that the staple was put over an evans titanium wedge to keep in place and the legs ended up breaking on the staple causing pain.

Manufacturer narrative:
It was reported that the staple was put over an evans titanium wedge to keep in place and the legs ended up breaking on the staple causing pain. There were two similar complaints identified in the timeframe reviewed. One similar complaint was attributed to non-compliance and the other was attributed to design. The similar complaints do not aid in root cause determination as there was no reported non-compliance, and the damaged staple is a newer revision. There were no abnormalities noted in regards to DHR review. DHR review confirmed the staple was released in 2023, post design update. Per the IFU, the device can break when subjected to increased loading associated with nonunion or delayed union. The surgical technique and IFU do not advice against implanting over existing hardware. The broken dynaclip quattro staple was not returned so full visual inspection and dimensional inspection did not occur. Simulated use testing did not occur. The reporter provided an x-ray of the broken dynaclip quattro staple prior to removal. The distal legs of the staple do not appear to be properly implanted into the bone, resulting in the proximal legs potentially taking all the loading and forces. Per sr. Clinical sales specialist sc, "the mode of failure to the staple was likely the positioning of the wedge. The anterior fragment likely subluxed dorsally causing movement to the wedge and staple. The wedge likely put a much higher level of stress on the legs with movement causing the break." As the explanted staple was not returned and the original implantation position remains unknown, bone or wedge movement can not be confirmed. Due to limited information provided, the root cause shall remain as unknown.